Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet

Event description:
It was reported that something that seems like blood was found between the outer and the inner lumen of the catheter soon after implantation. The doctor infers that the inner lumen might have already been broken at that point. Since the doctor observed catheter occlusion, she tried to flush the device with a 10cc syringe. As a result, the catheter inflated like a balloon and broke.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break cannot be confirmed due to the condition of the sample. The device returned was a segment of catheter including some intermediate tubing, the surecuff, and some small tubing. Visual observation found only a small amount of residue on the cuff. The catheter segment was severely constricted by two sutures near its proximal end. There was a hole visible in the outer tubing, with material evidently missing. Reddish residues were found in between the lumens. The distal end appeared to have been cut with a sharp instrument, and the proximal end has a granular, smooth surface. No ballooning or leaks were found during flushing, though the device was patent to both retrograde and antegrade infusion. No tensile weakness was found which would indicate ballooning or distension. The wall thicknesses of the inner and outer tubing measured within specification. It cannot be confirmed that the residue between the inner and outer tubing was due to a leak, nor what kind of leak it may have been. The cause of the hole in the outer wall of the tubing is not known, but its relation to the complaint is not apparent and may have both been incidental and originated during or after removal. The complaint cannot be confirmed due to the condition of the sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that something that seems like blood was found between the outer and the inner lumen of the catheter soon after implantation. The doctor infers that the inner lumen might have already been broken at that point. Since the doctor observed catheter occlusion, she tried to flush the device with a 10cc syringe. As a result, the catheter inflated like a balloon and broke.